Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. The patient was admitted to the hospitalized via emergency room. The patient was treated with vancomycin (intraperitoneal, dose and frequency not specified). Three days after the event onset, it was reported that the patient was "likely to be discharged". The action taken with pd therapy was unknown. No additional information is available.